Manufacturer narrative:
The reason for this revision surgery was the result of patient pain and irregular kinetenatics after 8.9 years of patient use. This complaint is related to product complaint (B)(4), event date (B)(6) 2015. During the surgery of (B)(6) 2015 the surgeon attempted to revise the original implant placed in the patient during the (B)(6) 2006 surgery. After the original implant was removed the surgeon attempted to place a new insert into the tibial baseplate. The insert would not fit the baseplate and it was then determined the insert provided was not the correct size. The surgeon refitted the original insert to the baseplate and closed the patient. The patient was then given time to stabilize. On (B)(6) 2015 this revision was performed and a new sz 8 tibial insert was placed in the patient replacing the insert originally implanted and re-implanted on (B)(6) 2015. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. Review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. The complaint investigation history was reviewed and no trends or on-going issues were deemed to be present or in need of review. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of this event. The scope of this investigation is limited without having the parts available for evaluation. Other conditions relating to this event could not be determined with confidence.

Manufacturer narrative:
Due to java issues, my web trader account is not working. I am sending this hardcopy to avoid the report being late.

Event description:
Revision surgery - due to the patient complaining of right knee pain and irregular kinetenatics. The surgeon concluded poly wear had occurred and planned to exchange the tibial liner.